Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door on pump 2; this condition had the potential to interrupt delivery. This condition was found in the emergency room upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "pumping (2) door broken" was confirmed and reproduced. Service determined that the cause was due to damage on the door in the latch area.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.